Event description:
After an implant duration of 4 weeks, it was reported that the patient experienced syncope and had to be resuscitated. Both associated leads were reported to be dislodged. It was reported that the patient fully recovered. The ICD and both leads were not returned to biotronik.